Event description:
It was reported that the pump touchscreen was shattered and unresponsive and unreadable. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.